Manufacturer narrative:
2/2/2017 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
1/30/2017 - the consumer claims the product emitted a burning smell and was smoking. The consumer also claims that the product burned her sheets, mattress cover and topper.